Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that a small single portion of the central flap was unable to lift in left eye of the patient during refractive surgery. Doctor replaced the torn flap with bandage contact lens. No pre existing ocular conditions nor prior refractive surgeries was noted. The treatment was completed the same day